Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/will not move and did not function.. Therefore, the reported condition that the equipment was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device was worn, was frozen/would not move, the k-wire setting could not be changed, the etching was illegible, the device could not secure/drive the k-wire, and did not function. It was further determined that the device failed pretest for general condition, marking and labeling, check function of the adjusting sleeve, check function of the lever, check the cannulation of the attachment, check pins length of handpiece coupling cone sleeve, check the tool quick coupling, check self-holding force in smallest range, check self-holding force in largest range, and check function in running mode. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.